Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) implanted in a canine capture management was programmed on but there was no data on the threshold trend. It was noted that the right ventricular (rv) lead had previously shown high thresholds and loss of capture. It was noted there was ventricular oversensing which was previously reprogrammed. It was also noted there was increased and varying ventricular impedance. The device was reprogrammed. Both the ipg device and the rv lead remain in use. No patient complications have been reported as a result of this event.